Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s patient care technician reported that a patient experienced blood loss while undergoing hemodialysis (hd) therapy. The following details were provided. The machine alarmed blood leak during treatment. Treatment was stopped. No cracks were noted on the dialyzer. A test strip confirmed the presence of blood in the dialysate. The patient¿s blood was not returned. The patient completed treatment with a new set-up on a different machine. The estimated blood loss (ebl) was approximately 250 milliliters (ml). There was no patient adverse effect and no medical intervention required as a result of this event. The patient¿s post treatment condition was fine. No malfunction of the machine was observed or identified, prior to, during, or following the hd therapy. The machine alarmed appropriately. The dialyzer is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is unconfirmed.